Manufacturer narrative:
H3 other text : customer discarded product.

Event description:
The user facility reported that the a hair was found in the sterile package prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the a hair was found in the sterile package prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.